Event description:
The account reported the side rail will not stay in the latched position. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the right side rail ratchet rivets are damaged. The technician replaced the right side rail ratchet rivets to resolve the issue. Based on this info, no further action is required.